Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset. The power connections and plug were reseated. The system was then found out to be operating as intended.